Event description:
10/14/2015- additional information was received from a company representative indicated the patient's electronic files did not indicate any pump being there ever. They recently upgraded to electronic so there may be paper files, but they were not uploaded by the clinic. It was unknown when the leaking occurred. The last notes in the patient's file date back to (B)(6) 2013 and said the pump had been discontinued in her history, but no specific date was provided. Morphine was the last drug in there and the concentration was unknown. The patient did not receive baclofen. Nothing in any files indicated a dye study took place to analyze it and "it may have been so long ago no one knows" or "no one remembers." The patient was alive and well and going regularly to the clinic.

Event description:
Additional information was received that the patient complained about the adverse effects due to the implant. The patient also mentioned issues about the implant site pocket. The patient requested the history of her devices.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10861r53, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was provided by a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and reflex sympathetic dystrophy syndrome/causal gia-complex regional pain syndrome. The patient stated that the pump was explanted due to malfunction: the pump reportedly leaked inside the patient&#38112;body. After a couple months, the patient woke up feeling really sick and the device was then taken out when she went to the hospital. Additional information (including the cause and troubleshooting information regarding the leak and drug information) have been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) and a consumer via a company representative. The hcp did not remember why they took the pump out, but the patient was fine. The hcp did not remember any issues with the pump; that the patient "wanted it out." The hcp confirmed that there was nothing in the patient's file regarding the pump and reiterated she was fine. The patient stated it was taken out "years ago," and the patient was being controlled on oral medications and was happy.